Manufacturer narrative:
The device remains implanted in the patient and therefore, device evaluation could not be performed. Clinical assessment of the records provided for review indicate a cause for the reported stent graft compression cannot be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approx 16 months post-implant of a bifurcated device, suprarenal aortic extension, and bilaterally implanted limb extensions a follow-up computed tomographic scan revealed compression of the bifurcated stent graft. Reportedly, compression of the bifurcated stent graft at both the main body and in the left limb was noticed. The physician chose to reline the grafts with a bifurcated stent graft, and two aortic extensions to prevent occlusion and endoleak. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.